Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo device at level c3-4 on (B)(6) 2025. The patient was experiencing a little bit of pain and it was found that the implant had migrated anteriorly. The implant was removed on (B)(6) 2026 and the patient was fused. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The device was not returned following the removal surgery, therefore no device evaluation could be completed. Additionally, no imaging was received that showed the migrated implant. There were no anomalies identified during the complaint investigation. The removal was completed due to implant migration. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a pdc vivo device at level c3-4 on (B)(6) 2025. The patient was experiencing a little bit of pain and it was found that the implant had migrated anteriorly. The implant was removed on (B)(6) 2026 and the patient was fused.